Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the distal right coronary artery (rca) with 80% stenosis and was 34 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject died, at the time of the event, the subject was on aspirin and clopidogrel. No other action was taken to treat the event. The primary cause of death was unknown, and it is unknown if an autopsy was performed.